Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported they were having pain at the crack of their butt when they wake up or drive/sit for long periods of time and patient stated they feel the stimulation intensity increases by itself by the end of the day and stimulates harder and the patient doesn't want to feel like they should have to turn it down. Patient stated they would have to turn the stimulation down when they sat down and up when they walked. Patient stated it goes off when they lay down and when they wake up in the morning and stand up the same thing. Patient mentioned they don't drive that much and don't go that many places but they noticed when they had to drive an hour away and they were sitting in the seat and they could tell and their butt hurt but they couldn't tell if it was from the stimulation or not. Patient indicated they would like to get back to work. Patient stated they met with rep on the 28th and were told that the stimulation was like ai and should learn the patient in time and to give it until july 12. Patient stated they told the representative that every time they go to lay down or sit down they have to change it and turn it down. Patient reported rep had added a therapy group and instructed the patient to change groups when they walked or sat down.  Patient noted they had been busy today and the stimulation felt really high and like they would have to turn it down soon. Agent had patient check group a and b and patient did not see adaptive stim icon. Patient commented that they are not liking this ins at all. Agent redirected the patient to their health care provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt called back stating their old ins worked really good and they could walk their dog 30 to 40 minutes every day. But with their ins they have had two different reps readjust it to where it was supposed to be and they already had the intensity at 5 after only having the ins for two months while their other ins went to 7 something for the intensity. Pt texted their rep who already readjusted the ins two times but the pt could not tell that it was working for they did not know if it was strong enough for them. Pt wanted to know what the max setting was, agent reviewed the message that would appear if they got to their max intensity level. Due to pts intensity level being at 5 they had to charge the ins every other day and pt felt like something was wrong for it was not working. Pt could not walk, pts rep said they had to put the therapy in a different position under their spine but they could not walk stand or sit. They can feel the vibration and not doing anything. Pt was in pain and they could feel the stimulation up high. Pt was redirected to their hcp. Pt was recharging every other day and their pain was killing them and it was not the same as the old ins. Pts intensity was at 5.5 and when they went to increase it yesterday they got the message that it was the highest it could go. Pts ins was at 40% battery. They then charged the ins to a full charge and they were able to go higher to 5.7 intensity even on the same program. With the old ins they could last 6 days and intensity went to 7 something, and with this ins they had to charge every other day which was ridiculous. They need to increase the therapy for their lower back near the butt. By the end of day they were crouching over and need to use cane. Pt said their old one was better and this was not working. The ins did help with their legs better but for the initial problem it was not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that they had a stimulator for 9 years from 2015 up until last year when it started to go down. Pt says when they took their old ins out due to normal battery depletion and then it was replaced with intellis, and then a lead was replaced after the intellis was implanted (as reflected in prs). Pt says "it's not right, something is wrong" and says they haven't had the relief they want and the toes on their right foot has "toes that are numb, they are like dead and the big toe on my left toe is numb feeling too" and has been this way since the new implant was put in and has been getting progressively worse. Pt says they made rep aware of this a few days after the implant. Pt also has pain in their upper right thigh. Pt says it's hard to wipe themselves because they can't bend their back and can't get to the point of exercising because of the pain, and they did an xray in my lower back so they could give me an injection. Pt says they have pain at the top of their butt crack and can't walk without a cane and can't turn stimulation up any higher. Pt said they have met with rep several times for reprogramming but they haven't been able to resolve this. Pt said they have an appointment on (B)(6) 2024 at 11am and want to make sure a rep is going to be there. Pt mentioned having issues with their controller and has had to call pats in the past. Pt seems confused on controller usage and told them it would be best to follow up with rep/hcp about their concerns. Emailed local reps.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified the lead replacement was due to a patient therapy issue; the patient claimed programming wasn't covering the site they wanted and the lead had migrated over time. The rep said this had still not been resolved. The old lead was removed and new lead was placed on june 13th. The patient was still complaining of pain and they have reprogrammed 6 different times to try and capture the patient's pain. The rep noted they were waiting to hear how the last reprogramming was working for the patient's pain.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead correction to regulatory report # (B)(4): previous regulatory report sent with incorrect aware date. Correct aware date is 2025-aug-20. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified the lead replacement was due to a patient therapy issue; the patient claimed programming wasn't covering the site they wanted and the lead had migrated over time. The rep said this had still not been resolved. The old lead was removed and new lead was placed on (B)(6). The patient was still complaining of pain and they have reprogrammed 6 different times to try and capture the patient's pain. The rep noted they were waiting to hear how the last reprogramming was working for the patient's pain.